Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Additionally it was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose was 216 mg/dl. The customer ultimately successfully filled and loaded a cartridge onto the pump.